Manufacturer narrative:
The reported events of premature separation and failure to align were confirmed. As received, a complete catheter was returned in one piece with the valve-by-pass pushed past the protective sleeve and covering the distal cap. Visual inspection found the tether control knob was in aligned position, but the bullets were found to be mis-aligned. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the reported event in the field.

Event description:
During initial implant procedure, while fixating the leadless pacemaker (lp), the lp spontaneously released from the delivery catheter. The lp measurements were desirable when check and the procedure was complete. The deliver catheter was reviewed posted implant and the tethers were found to be misaligned. The patient was stable.